Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was noted to be external. The blood leak was identified approximately 15 minutes after treatment initiation. Blood was visually observed leaking from the arterial head of the dialyzer near the hansen connection. The leak appeared to be coming out of the threads of the connector. No defect or damage was noted to the dialyzer. Treatment was paused. The patient's blood was returned. The patient's estimated blood loss (ebl) was not quantified but defined as "small." No serious injury or required medical intervention resulted from the reported issue. Treatment was completed on a different machine with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot number was returned for evaluation. The dialyzer was subjected to a laboratory leak test and no leaks were detected. Upon removal of the header cap, the polyurethane (pu) cut surface was found to be damaged, at approximately 45°, with the ports positioned at 0° on the non-cavity ID end. The damage was in the form of a scrape along the cut surface and is located where the o-ring would make contact with the pu surface. No other damage or irregularities were noted on the returned sample. The reported issue was confirmed. The probable causes for this damage include: cutter chips in the half shell, could cause the dialyzer to lift and get hit by the upper half shell, or misalignment of the cap or collar remover. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The facility administrator (fa) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The blood leak was noted to be external. The blood leak was identified approximately 15 minutes after treatment initiation. Blood was visually observed leaking from the arterial head of the dialyzer near the hansen connection. The leak appeared to be coming out of the threads of the connector. No defect or damage was noted to the dialyzer. Treatment was paused. The patient's blood was returned. The patient's estimated blood loss (ebl) was not quantified but defined as "small." No serious injury or required medical intervention resulted from the reported issue. Treatment was completed on a different machine with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.